Event description:
Boston scientific received information that this device and another manufacture's lead presented to the emergency room after experiencing shock therapy. The shocks due to noise that was oversensed. High, out of range pacing impedances were also noted. The patient was seen for a revision procedure where the device was explanted and replaced along with the lead. Attempts to obtain additional information were made but were unsuccessful. It is unknown if the device will be returned. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.